Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of device') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pain"), inflammation ("chronic inflammation"), menstrual disorder ("changes in menstrual bleeding"), mental disorder ("psychological injuries"), autoimmune disorder ("damaged immune system/immune-type reactions"), fatigue ("fatigue") and hypersensitivity ("allergic reactions") and underwent cyst removal ("cyst surgery"). The patient was treated with surgery (revision surgeries in 2018 to remedy the complications resulted from essure). At the time of the report, the device dislocation, perforation, cyst removal, migraine, genital haemorrhage, pelvic pain, inflammation, menstrual disorder, mental disorder, autoimmune disorder, fatigue and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, cyst removal, device dislocation, fatigue, genital haemorrhage, hypersensitivity, inflammation, menstrual disorder, mental disorder, migraine, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2022: legal claim received - patient¿s information (dob) and essure indication and insertion date were provided. Furthermore, the event ¿adverse reaction¿ was replaced by the event ¿device dislocation¿, and the events perforation, migraine, genital hemorrhage, pelvic pain, inflammation, menstrual disorder, mental disorder, autoimmune disorder, fatigue and hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pain"), inflammation ("chronic inflammation"), menstrual disorder ("changes in menstrual bleeding"), psychological trauma ("psychological injuries"), autoimmune disorder ("damaged immune system / immune-type reactions"), fatigue ("fatigue") and hypersensitivity ("allergic reactions") and underwent cyst removal ("cyst surgery"). The patient was treated with surgery (revision surgeries in 2018 to remedy the complications resulted from essure). At the time of the report, the device dislocation, perforation, cyst removal, migraine, genital haemorrhage, pelvic pain, inflammation, menstrual disorder, psychological trauma, autoimmune disorder, fatigue and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, cyst removal, device dislocation, fatigue, genital haemorrhage, hypersensitivity, inflammation, menstrual disorder, migraine, pelvic pain, perforation and psychological trauma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.